Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that for the past couple of days, prior to the report, they had been having problems using the bathroom and had to catheterize themselves. They had been having this problem on and off, but didn't know when they started. The patient could not feel stimulation. During the report, stimulation was on at 2.3v; they increased stimulation up to 8.5v and still did not feel anything. Follow up information from the healthcare provider (hcp) reported the patient's battery was dead and they were scheduled for a replacement. There was no allegation or indication of dissatisfaction with the longevity of the device. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.